Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient had fallen and since the fall the implantable neurostimulator (ins) had shifted in (B)(6) 2016. Starting in (B)(6) 2016, the ins had not been working for the patient. The ins stopped working. The patient had an MRI, but the patient did not bring their patient programmer antenna to the appointment because the patient programmer antenna was broken. The technician did not have more information at that time.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 37092, serial# unknown, product type: accessory.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient had fallen and since the fall the implantable neurostimulator (ins) had shifted in (B)(6) 2016. Starting in (B)(6) 2016, the ins had not been working for the patient. The patient had an MRI, but the patient did not bring their patient programmer antenna to the appointment because the patient programmer antenna was broken. The technician did not have more information at that time.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37092, serial# unknown, product type: accessory. It was reported that the patient thought the ins battery was depleted.

Event description:
It was reported by the caller that the patient thought their ins battery had been depleted as they were implanted in 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.